Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made to interrogate with three different programmers, all unsuccessful. The magnet rate was 86 pulses per minute (ppm) with pacing a t the base rate of 60 ppm. In 2008, battery data was 2.67 v, 14 ua and 7.2 k with a remaining longevity of 0.75 years to elective replacement indicator. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.